Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) customer wanted to know what is the cause of this error code. I explain to the customer that he's getting this error code due to he may have a loose battery harness, or the 8015 needs to be charged up. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he's getting this error code due to he may have a loose battery harness, or the 8015 needs to be charged up. The customer said ok that he would check this and if he has any more problems that he would call back.